Event description:
Pt started aligner treatments on (B)(6) 2011. On (B)(6) 2011, the pt reported symptoms of swollen lips and inner cheeks. The pt took benadryl and removed the aligners, the symptoms improved. The pt re-inserted the aligners the next day and the symptoms re-appeared. The treating physician recommended the pt to stop treatments at this time.